Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, a stent embolization occurred. The target lesion was located in the calcified, fibrotic, proximal to mid right coronary artery (rca). A 3.00 x 28 mm taxus stent was advanced to the rca but was unable to cross due to the calicified and fibrotic nature of the lesion. The physician attempted to pull back the stent but the stent became caught on the lesion and embolized. A snare was advanced to the lesion in an attempt to retrieve the stent but the snare caused a dissection in the artery. The pt was brought to surgery for coronary artery bypass. The pt's status is reported as 'fine'.